Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels over a period of time. The customer stated that she had a batch of bad infusion sets and that she had bumped the insulin pump a few weeks prior, which may have contributed to the issues. She noted that the issues began about a month prior. The blood glucose reading was 450 mg/dl on one occasion, and it was in the 400 mg/dl range or below on others. She declined troubleshooting for the matter because, she did not see a need for it. No bent infusion set cannulas were noted. The most recent blood glucose reading was 96 mg/dl. There were several scratches on the display screen, which made it difficult for the customer to see one part of the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.